Manufacturer narrative:
The technician found the side rail bracket was bent. The technician replaced the upper side rail bracket to resolve the issue.

Event description:
The account alleged the side rail would not latch. No pt impact.